Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false repeat reactive architect hbsag result on one patient. Results provided: (B)(6) = 1.81 / 1.75 / 1.73 s/co, confirmed positive by (B)(6) neutralizing confirmatory assay ((B)(6) = 1.57 s/co, (B)(6) %n = 100%). The physician questioned the result, sample was sent out for additional testing that produced a negative result. No impact to patient management was reported.